Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 44-49 mg/dl were recorded by continuous glucose monitor (cgm) at 2:36:46 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:21:45 pm. A tubing fill of size 13.8225 units was observed on (B)(6) 2020 at 12:40:35pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Bg cause was not known. Customer consumed juice and customer¿s husband assisted the customer by administering a glucagon shot to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.